Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a pacemaker had a pocket revision. Additional information obtained from the field which indicated that the patient felt like the device was moving in the pocket and requested that the physician to revise and suture device down tighter. No other problems identified. It was for patient comfort. The device remains in service. No additional adverse patient effects were reported.